Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed no delivery and alarm could not be cleared. It was found that the screen was frozen with no advancement of time. During the call, time stated to change and buttons were responding. Customer was able to prime. Blood glucose value was 202 mg/dl; treated with insulin pen. Mother was advised to call back if issue returns.